Event description:
"The left side will not tighten at the top near the hand brake. Sending quote# (B)(4). Dealer cannot do return/reorder right now."

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. Model 65650, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1148077 rev g (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.